Event description:
Customer was using expired strips, which is against manufacturer's labeling. Customer states the use by date on the active test strip vial label is 2007; manufacturer's documentation confirmed the actual use by date to be 2006. No adverse event reported. A request was made for the return of the system, replacement was sent.